Event description:
The patient was undergoing a spinal surgery with general anesthesia. Approximately 4.5 hours into the case, peak pressures on the vent increased. The anesthesia team attempted to trouble shoot and another anesthesiologist assisted to evaluate the situation. No cause was determined: x ray taken w/o change, decision to stop the current procedure in favor of staging the procedure. The patient transferred to the ICU intubated, placed on the vent with normal airway pressures. Extubated early that evening without event. Bio med was notified, tested anesthesia machine ran pre-use check, all tests passed, discussed setting with the anesthesiologist who cared for the patient, set up the vent with the same settings used during the case on a test lung. Ventilator/anesthesia machine operated normally with test setup. Switched inspiratory filter to the filter used during the case and peak pressures went up, peak alarm sounded and delivered volumes dropped to keep peak pressure under set pressure limit.